Event description:
Reportable based upon additional information received indicating a shaft break. During a percutaneous transluminal angioplasty treatment procedure, a 2.75 x 32 mm promus element stent delivery system was selected. It was further reported that a shaft break was noted 21 cm distal to the strain relief. Additional information has been requested and is not available.

Event description:
Reportable based upon additional information received indicating a shaft break. During a percutaneous transluminal angioplasty treatment procedure, a 2.75x32mm promus element stent delivery system was selected. It was further reported that a shaft break was noted 21cm distal to the strain relief. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was returned in two sections as a result of a break in the hypotube. The break occurred approximately 210mm distal from the edge of the strain relief. Further examination also noted the tip of the device was stretched considerably and also kinked. This type of damage is consistent with a restriction occurring. The stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other kinks or damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).